Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 59-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. A leak was observed at the luer lock of the purge sidearm after changing the purge cassette. The luer was inspected after an additional purge cassette change. No obvious cracks were noted. The purge continued to leak. The purge pressures and flows were not affected. The pump leak was resolved on its own later that evening. There was no patient harm.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The pump and purge cassette were returned for investigation. The device operated as intended during the test, and no physical abnormalities or purge leaks were observed. Data logs did not report any purge leak events. As per clinical note, a purge leak was noticed after the cassette procedure without impacting purge pressure and flow, and the issue resolved without any interference. There was no issue found during the case. The device functioned/operated according to specifications, and data logs did not report any events related to purge leak issues.